Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that during the procedure for device change-out due to normal eri, the right ventricular lead exhibited frequent low, out of range, high voltage lead impedance. Rvc to can impedance measurements trend was within a normal range. The physician elected to keep the rv lead implanted and deactivate svc via programming. When the new device was connected to the lead, all lead measurements (excluding svc) and the rv pace/sense egm were normal. After the final dressing of the wound, the rv iegm revealed noise. Reprogramming of the device was unable to resolve the issue. Tachy therapy was deactivated to avoid inappropriate shocks. The patient was stable throughout the procedure.